Event description:
Catheter was pierced at the proximal leg hub. The doctor noticed a leakage when he infused saline water in order to test the catheter. It seems that the slit appeared when the doctor removed the peel away introducer. No other info provided in initial report.